Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 561.2 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. The patient's other medications included oral baclofen and tecfidera. The patient's medical history includes multiple sclerosis, trigeminal decompression surgery and spasticity. The patient never had good efficacy from the time of implant in (B)(6) 2013. He had spinal headaches that lasted into at least (B)(6) 2013 and had continued spasms and jerking despite having the pump implanted and dose titrated. With the patient's persistent spasms and spasticity, a second opinion was sought. The healthcare provider aspirated the catheter access port in the clinic two times in approximately (B)(6) 2016 and could not aspirate cerebrospinal fluid (csf). There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was referred to a surgeon for catheter replacement. When the spinal incision was opened in the operating room (or) on (B)(6) 2016, the surgeon found that catheter had fully fractured at the spinal insertion site just on the spinal side of the anchor. The intrathecal piece appeared to have retracted into spinal canal and could not be easily retrieved from intrathecal canal. It was left in the body as it appeared to have retracted into intrathecal space. The remaining non-intrathecal pump segment was removed. A new catheter was placed without incident and good csf flow was obtained at t he end of the case. The pump was also replaced as the patient requested an upsize to 40 ml due to a three hour travel time to the healthcare provider's office. The pump was not suspected in this adverse event. After the catheter revision the patient's dose was reduced to 149.9 mcg/day. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.